Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e, f, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick female external catheter contained latex which could cause serious allergic reactions, anaphylaxis and even death. They had a serious allergic reaction, terrible rash and swelling which lasted over a month. This product was overused in hospitals and should not be used all at home. It was unknown what medical intervention was provided for allergic reaction, rash and swelling. Per additional information received on 10dec2024, it was reported that the purewick female external catheter had caused deaths from infection as well as serious latex allergic reactions. Customer said that the product should be taken off the market, it could take as little as 12 hours from the earliest signs of sepsis infection to organ failure and death.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick female external catheter contained latex which could cause serious allergic reactions, anaphylaxis and even death. They had a serious allergic reaction, terrible rash and swelling which lasted over a month. This product was overused in hospitals and should not be used all at home. It was unknown what medical intervention was provided for allergic reaction, rash and swelling.